Event description:
The customer indicated that the soft keys on the from panel of the device did not respond during routine checkout of the device. No pt involvement. The effect of the soft keys not responding is that the essential functions of the device, including delivering defibrillation energy, would be unavailable.

Manufacturer narrative:
Conclusions - the unit will be sent back to the customer following final quality assurance testing. The device is an automatic external defibrillator and the actual device involved was evaluated. Factory service confirmed the reported failure of the soft keys, also known as the front panel buttons, to respond. They found that the unit was hanging (not responding) due to a failed removable data card. The data card malfunction causes the defibrillator unit to hang while it unsuccessfully attempts to access the data card. Removing the data card enables the defibrillator unit to function normally. We recommended to the customer to replace the data card immediately to prevent recurrence.